Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure was out 7 years ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced psychogenic seizure ("pesudo seizures") and migraine ("migraine I had only one in my life and that was a few months after my essure I mplant). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal, psychogenic seizure and migraine outcome was unknown. The reporter considered medical device removal, migraine and psychogenic seizure to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal, seizures and migraine". Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure was out 7 years ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced seizure ("pseudo seizures") and migraine ("migraine (I had only one in my life and that was a few months after my essure implant)"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal, seizure and migraine outcome was unknown. The reporter considered medical device removal, migraine and seizure to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal, seizures and migraine". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.